Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system suggested an intraocular lens (iol) that was 1.25 diopters off of the target in a patient who had previous hyperopic lasik treatment. The iol was implanted and now the patient complains of blurry distance vision and near vision being too strong.

Manufacturer narrative:
A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. A review of the routers did not reveal any related non-conformity during manufacturing for this product. There was no evidence that the system contributed to the patient¿s refractive outcome. With no additional information, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).